Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-02517 pertains to the other device. It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted on (B)(6), 2010. According to the complainant, the patient experienced complications including mesh erosion, dyspareunia (claims injury caused to husband during intercourse) and pelvic pain (specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.